Event description:
As reported by patient support, a patient's spouse called to let edwards know that the patient passed away 9 days post-implant of a 23mm sapien 3 ultra resilia valve. Per the care advocate, patient had pre-existing conditions which included atrial fibrillation, c. Difficile infection (made patient very weak), kidney failure (on dialysis), low blood pressure, and diabetes. The patient had been at the hospital since (B)(6) 2024. On (B)(6) 2024, the patient underwent a transfemoral transcatheter aortic valve procedure. The patient's spouse mentioned that the patient was intubated during the procedure and remained on the ventilator after the procedure. She reported that it was difficult to control the patient's blood pressure and blood sugar levels. The patient died within 10 minutes of taking him off the ventilator on (B)(6) 2024. The cause of death was reported as cardiogenic shock and 'aorta insufficiency'. The care advocate did not ask to speak with our physicians and did not make any allegations to the valve.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve regurgitation was unable to be confirmed due to unavailability of medical records and imagery. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling in this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.